Event description:
It was reported that the pt, implanted in 2000, was no longer able to hear with his ci.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.